Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "bolus IV fluids ordered for pt,new tubing obtained and tried 3 separate channels but kept alarming saying "air-in-line". Changed tubing and problem was resolved. FDA safety report 10# ''(8)(4)''." It was reported that patient was receiving a primary infusion of a normal saline bolus when the device continued to alarm for air in line. The user tried 3 different devices then changed out the tubing without further issues. The customer confirmed that there was no patient harm.

Manufacturer narrative:
The customer¿s report that the device continued to alarm for air in line was not confirmed. Functional testing did not to replicate an air bolus within the administration set or any air-in-line alarms. Pressure testing also found no anomalies with the returned set. The device pumps and pcu that were in use at the time of the customer event were not returned for investigation. Functional testing was performed by repriming the set using one lab IV bag filled with blue dye water. The set reprimed successfully via gravity and showed no signs of air entering the lines. The set was then loaded into a lab pump module with device settings for air bolus limited set to 250 l and for accumulated air - enabled. An infusion rate was not provided, therefore the primary infusion was programmed at a rate of 125ml/h and vtbi of 125ml. The primary infusion completed with no alarms or any air-in-line issues noted. No air bolus were observed throughout the set. The set was pressure tested while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. No leaks were observed. The root cause was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "bolus IV fluids ordered for pt, new tubing obtained and tried 3 separate channels but kept alarming saying "air-in-line". Changed tubing and problem was resolved. FDA safety report 10# (B)(4)."